Event description:
It was reported that during service testing at the manufacturer the core universal driver ran in safe mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The service technician found that the reverse trigger was worn. The part was replaced and the device was returned to stryker loaner stock.